Event description:
Subsequent to the initial report, the event was reviewed and it was noted that this event should not be reportable, as cuff miss, marker lumen issues and use error are not reportable. These issues do not have the potential to cause or contribute to death or serious injury. No additional information was provided.

Manufacturer narrative:
Correction: upon further review, based upon the reported information, section b1 ¿ adverse event/product problem and h1 ¿ type of reportable event were selected incorrectly. This MDR report was filed in error.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It should be noted that the proglide instructions for use (IFU) states: do not open the foot if ¿mark¿ is not observed from the marker lumen. In this case, the IFU deviation did not specifically contribute to the marker lumen obstruction or needle to cuff miss. Based on the information received, the investigation determined that the reported issues appear to be related to operational context. It is likely that the device was under inserted such that the marker port was with in the subcutaneous tissue and was not within the arterial vessel to achieve a full blood mark. Additionally, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- a partial UDI was provided as the lot number is not known. H6: device code 2017- failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a diagnostic procedure with a 6fr sheath. Reportedly, after successfully flushing the device with saline, there was still no bleed back noted from the marker lumen. The device was still deployed; however, when removing the plunger it was noted that the suture was not attached to the link. When the device was removed from the anatomy, the entire suture and knot also came out. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.